Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized three times in (B)(6) 2015 with low blood glucose levels of 20 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with setting their basal rates, but the insulin pump could not be set to a 2.00 max basal. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. Max basal rate was brought down to 2.00 units properly during testing it functioned properly. No anomalies noted. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.